Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer is having issues with reservoir. The customer stated they keep getting air bubbles in the reservoir. They are also going through the reservoir so fast. The pump is not present and we can't do the troubleshooting on the air bubbles. Customer is requesting reservoir to be replaced. The customer's blood glucose was unknown.